Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the jejunal loop to treat gastrojejunostomy during a procedure performed on (B)(6) 2026. During the procedure, the physician reported when deploying the first step it was making a very strange noise. The physician stated that it sounded like a mechanical noise coming from the delivery system during the initial deployment attempt. The physician hesitated to continue. Therefore, the procedure was completed by using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat gastrojejunostomy.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of catheter lock failure to lock/unlock after entering target structure.